Event description:
It was reported that patient underwent primary oxford knee surgery on (B)(6) 2014. Revision procedure was performed on (B)(6), 2015 due to avulsion fracture of the tibial spines and acl attachment caused by patient fall. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.